Event description:
It was reported the actual residual volume was greater than the expected residual volume. Specific values were not provided. It was also reported at the last fill about two months ago ¿they pulled out almost as much as they had put in the pump five months prior.¿ the patient had no symptoms during that five month time frame. Now in the last two months it was reported the patient had an increase in back pain and had been taking more oral medications. Alarms had not been heard. The patient had an appointment (B)(6) 2014. The pump was being used to deliver fentanyl and dilaudid. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).